Manufacturer narrative:
B3: event date unknown. D4: catalog, serial, UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device potentially under-delivered and resulted in epidural medication delay. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is user interface; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.